Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site name: (B)(6). Event site address: (B)(6). Event site telephone: (B)(6).

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) alarmed and prompted "counter-pulsation pressure is lower than the counter-pulsation pressure alarm limit". There was no patient injury or harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - d10.

Manufacturer narrative:
Updated fields - b4, d9, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse experienced an automatic inflation failure. The fse replaced the drive manifold assembly after determining that it was faulty. All functional and safety tests have been performed. All parameter indicators met factory requirements. The unit can be used clinically. The failure analysis and testing dept. Received part rev. J, sn (B)(6) with a reported unit failure of the solenoid valve not working. The fat performed a visual inspection and found the part to be in good condition. The fat installed the manifold in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Part fails the drive manifold leak test. Confirmed the failure. Refer to CAPA 1406400, for more information regarding additional investigation details.

Event description:
N/a